Event description:
It was reported that the patient received an inappropriate shock due to lead noise. The noise was reproducible. The lead was capped and a portion was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Only partial lead was returned. Analysis found insulation abrasions near the connector pin.